Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implantable neurostimulator (ins). The reason for call was patient went to the hospital today because patient had a doctor's appointment with the pain clinic. They found out in the appointment that the implant/therapy was off and patient did not know why it was off. Patient rep mentioned pt went to a x-ray and had to take an MRI and they turned it off. Now patient was wondering if it was never turned back on. Patient representative said the doctor was able to turn it back on and talked through it. The doctor suggested to call medtronic and see if a representative could meet the patient at the hospital to educate pt on how to use the device. Reviewed patient services role and provided nas phone number for healthcare provider to call. Troubleshooting was not required. The patient was redirected to their health care provider to contact the rep if needed.